Event description:
It was reported that the patient presented to the hospital after a fall unrelated to the device. During device interrogation in the hospital, it was noted that the right atrial lead exhibited low pacing impedance, over sensing of noise and decreased sensing. The device was reprogrammed. The patient was stable.